Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex set tpe 2000, serum leak was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device, photo and video were received for evaluation. Visual inspection of the actual sample showed that the filter was cracked, resulting in the leak. The cause is typical of a mechanical shock applied on the product during shipping. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Their visual inspection observed the reported leak from the back of the filter. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.